Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-mar-2020.

Event description:
The customer reported outlet port rotated. The tube connection section on the backside rotated together with the metal part on the tube side. There was no patient involvement.

Manufacturer narrative:
G4: 24feb2020. B4: 05mar2020. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective oxygen inlet retention plate to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.